Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked, the imaging window and imaging core were twisted, and the guidewire exit port was torn and the tip was detached.

Event description:
Reportable based on device analysis completed on 23 jun 2025. It was reported that a catheter issue occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion but could not cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the imaging window and imaging core were twisted.